Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.